Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15750), was submitted on 04-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 16-feb-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: the batch 6006695, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006695 was manufactured according to the work instruction (wi) version 78.0, in the multivac m12, on 16/feb/2024, with a total of (B)(4) units. The sub-assembly: assembly the lot 4d01344 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 15/apr/2024, with a total of (B)(4) units. The lot 4d03876 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 22/apr/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4d00954 was manufactured according to the (wi) version 41.0 and manufactured in the line mp04-mp08, on 14/apr/2024, with a total of (B)(4) units. The lot 4d03051 was manufactured according to the (wi) version 41.0 and manufactured in the line mp04-mp08, on 20/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - poland.

Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.